Event description:
A vertebral plasty of t-11 was performed for a t-11 compression fracture. The osteo-site bone biopsy needle was used during the procedure, upon attempted withdrawal the blue t-handle broke from the cannula. Removal instrumentation was obtained from the operating room and the cannula was removed successfully without any injury to the pt. The pt was discharged in satisfactory condition.